Event description:
It was reported that the touchscreen became cracked due to the pump falling out of the customer's pocket (user induced damage). The pump was reported to be functional. The customer's blood glucose level was not impacted. This event is being reported based on the evaluation of the returned device. During evaluation, ink blots were observed on the screen.